Manufacturer narrative:
H6: investigation type 4110: lens work order search- no similar complaint events within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and blurred vision. The lens was explanted an replaced with a shorter length lens and problem was resolved. Cause of the event was reported as device - high vault.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).